Manufacturer narrative:
This is a follow-up report to a medwatch submitted under manufacture report number 9617229-2023-05394. A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: observed opening sharp assessed as an unidentified (tear) opening. Anxiety-product/procedure: unable to confirm as it is a medical event not related to the device. Other-technical: observed brown particles in the fill channel, however the fill channel wasn¿t blocked. Crease folding of implant: unable to confirm as it is a medical event not related to the device. Additional observations: crease flat observed in the surface. Yellow particles observed in the device. No further actions are required as the device was implanted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported a "left side deflation and exchange from a textured to smooth breast implant due to the patient¿s concern with the product, any creases, and particles in valve". This record is for the left side. Device has been explanted and replaced.